Event description:
It was reported that an unspecified amount of bd insyte autoguard winged pnk 20ga x 1.0in's are leaking. The following information was provided by the initial reporter: "some of them will hold flow for few seconds and then randomly start leaking out blood from the tube. The batch does not connect well to the tubing and leaks a bit during the infusion."

Manufacturer narrative:
B3: the date received by manufacturer has been used for this field. H.3: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Correction: facility name corrected. Investigation results: the complaint of leakage or connection issues could not be confirmed from the returned samples. 40 representative 20g insyte autoguard units were received in sealed packaging from lot #3214014. A gross visual inspection shows that the units are sealed and there is no physical defect on the samples. A functional test revealed no leaks or connection issues. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Investigation conclusion(s): the defects of ¿catheter defective¿ was not confirmed. Probable root cause conclusion(s): a root cause cannot be determined in the absence of a confirmed defect.